Event description:
My insurance just made me switch from the abbot libre 2 (then 3), to the dexcom g7. I picked up the prescription and the first sensor broke in my arm while I was sitting in a movie theater, not moving or leaning on it, after four hours of use. The second worked ok, but the readings were more than 20% off. The third is now showing my blood sugar as 49 while finger sticks show 108. I am not a new cgm user. I followed directions exactly as per dexcom and confirmed by calling their tech support. I just had to go purchase a new blood sugar monitor so I can calibrate the g7 because that's what tech support said I need to do. My other monitor was a few years old so not satisfactory to them. So out of three, two have technical issues. The first time the filament broke off in my arm on one side, and was poking out the hole on the other. Dexcom tech support stated this happens when the sensor is dropped either by the customer or during shipment. I did not drop them. These should not have been released to the public until they were working. Now users with optumrx are being forced to switch cgm's or they aren't covered. My libre saved my life multiple times and it was accurate to finger sticks and my a1c. The dexcom has not been accurate yet out of three sensors. Again, I'm not a new cgm user and I followed instructions exactly. Also, this has been running much lower than finger sticks for almost 24 hours. I've been calling dexcom tech support throughout. The dexcom is reading 57, even after calibration. There's a huge, dangerous difference between 57 and 108. This is not acceptable. People will die if they rely on the g7. Reference report # mw5158436, mw5158437.